Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized from (B)(6) 2017 due to elevated blood glucose possibly caused by a bent cannula. At approximately 9:00am the patient experienced elevated blood glucose symptoms and attempted to self treat via the pump and pen therapy. At 9:00pm the patient had a blood glucose result of 28 mmol/l and ketones of 3.3. The patient experienced symptoms of vomiting and stomach pains. The patient called an ambulance and was transported to the hospital. The treatment and blood glucose results provided by the emt's were not provided. At the hospital the patient was diagnosed with ketoacidosis and was treated with an insulin IV, fluids, and potassium. The blood glucose results obtained at the hospital were not provided. Caller reported that it was the opinion of the doctor that the cannula had become bent and therefore insulin was not delivered. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.